Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)/migration of essure device location of device: into the uterus just below the right tubal ostium") and rectal haemorrhage ("rectal bleeding/blood clots") in an adult female patient who had essure (batch no. He01349) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, spontaneous abortion, visual impairment, vaginal delivery, asthma, vaginal burning sensation, vaginal itching, irregular periods, tobacco user, breast lump removal, urinary frequency and micturition urgency. Concomitant products included norethisterone acetate (norethindrone acetate). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, rectal haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the rash and dysmenorrhoea was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, rash, rectal haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had perforated essure device which was only partially removed-remaining piece noted to be embedded in the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: pfs and mr received - previously reported event "injury to herself" updated to "pain", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes or skin conditions, rectal bleeding / blood clots, perforation (uterus) / migration of essure device location of device: into the uterus just below the right tubal ostium, device breakage, dysmenorrhea (cramping), abdominal pain", reporter, lab data, medical history, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus) / migration of essure device location of device: into the uterus just below the right tubal ostium/failure to occlude fallopian tube') and rectal haemorrhage ('rectal bleeding / blood clots') in an adult female patient who had essure (batch no. He01349) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, spontaneous abortion, visual impairment, vaginal delivery, asthma, vaginal burning sensation, vaginal itching, irregular periods, tobacco user, breast lump removal, urinary frequency and micturition urgency. Concomitant products included norethisterone acetate (norethindrone acetate). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and hysterectomy(partial) with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, rectal haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the rash and dysmenorrhoea was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, rash, rectal haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had perforated essure device which was only partially removed-remaining piece noted to be embedded in the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysmenorrhea, female pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: event device breakage malfunction tick added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) / migration of essure device location of device: into the uterus just below the right tubal ostium") and rectal haemorrhage ("rectal bleeding / blood clots") in an adult female patient who had essure (batch no. He01349) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, spontaneous abortion, visual impairment, vaginal delivery, asthma, vaginal burning sensation, vaginal itching, irregular periods, tobacco user, breast lump removal, urinary frequency and micturition urgency. Concomitant products included norethisterone acetate (norethindrone acetate). On (B)(6) 2017, the patient had essure inserted. In july 2018, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, rectal haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the rash and dysmenorrhoea was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, rash, rectal haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had perforated essure device which was only partially removed-remaining piece noted to be embedded in the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-feb-2018: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. (Product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.